Event description:
Harmonic hand piece had "blade failure". It was being used in the patient and working fine. When the physician went to use it again, grasped tissue with it, pressed the button on the hand piece, and it failed to work. The term "blade failure" showed up on the machine it was attached to. At that point the hand piece (disposable) was removed from operating field and replaced. There was no patient injury.what was the original intended procedure?laparoscopic cholecystectomy with intraoperative cholangiogram.device #1is this a laboratory device or laboratory test?no.